Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient told them they don't know what caused the issue but that they were in the back hallway by the MRI machine and that possibly caused the issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: a520, product type: software section d information references the main component of the system. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that MRI tech and pt called. Pt said they were getting a 'data lost' error message when communicating with ins in my therapy app with code (B)(4). Pt reset handset and message still occurred. Tss redirected to managing hcp to interrogate with clinician app. Patient called back and reported seeing a message that said internal device has lost all data. Patient went to get a MRI yesterday and wasn't able to have a MRI because of this message. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient called back indicating they called their managing physician's office and was directed to contact manufacturer again regarding MRI eligibility. Reviewed eligibility cannot be determined until patient is able to activate MRI mode, and patient cannot access MRI mode because of internal device lost data message. Emailed field staff requesting additional assistance.